Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced the inability to prime. The following information was provided by the initial reporter. The customer stated: pen needle also clogged during flow check. Consumer reported found 1 pen needle from this box that was clogged during the flow check. Will return this sample with mailing it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 07-feb-2022. H6: investigation summary customer returned (3) used 32gx4mm bd pen needles with an open shelf carton from lot# 9025794. The customer reported the following: the outer cover could not connect to the pen needle hub for removal, a needle stick, and a clogged needle. The samples were examined, and it was observed that no tear drop labels or inner shields were attached to the pen needle assemblies. The samples were tested to measure the force required to remove the outer cover, and the following was observed (specs: 0.1lbs ¿ 6.0lbs): 1. 0.4 lbs 2. 0.5 lbs 3. 0.4 lbs all observations fell within specification. The samples were then tested for attachment and flow using a test pen injector, and all 3 pen needles were able to securely attach to, expel, and detach properly. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced the inability to prime. The following information was provided by the initial reporter. The customer stated: pen needle also clogged during flow check. Consumer reported found 1 pen needle from this box that was clogged during the flow check. Will return this sample with mailing it.